Manufacturer narrative:
It was reported that the patient underwent left inguinal hernia repair on (B)(6) 2008. The patient reported pain in the groin immediately following the surgery. The patient describes the pain as feeling like pulling sensation or how it feels after you¿ve been punched. The patient states the pain can be so bad that sometimes nausea occurs and pain is always present but at differing intensities. The patient reported that physician has opined removing the mesh is not a good option, the physician is not sure if mesh is the problem and instead may be due to mesh fixation. The patient underwent MRI a few weeks ago and is awaiting results. The patient takes tylenol and motrin for pain and prescription oxycodone if pain gets really bad. The patient stated that the pain limits activities of daily of living and taking prescription pain medication ¿knocks me out¿. The patient underwent hysterectomy in 2014 due to endometriosis. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report mw5040342.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2008 and mesh was implanted in the left groin. Following the procedure, the patient experienced pain and underwent hysterectomy on an unknown date. Additional information has been requested.